Event description:
It was reported during surgery, the driver tip broke. Another driver was used to complete the surgery. The surger was prolonged by 2 minutes. No adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.